Event description:
It was reported that the patient was hospitalized for 2 weeks due to the infection and cerebrospinal fluid l eakage.

Event description:
It was reported that the patient developed an infection and cerebrospinal fluid (csf) leak in (B)(6) 2010, following the replacement of a pump that was old. The pump system was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2011 (B)(6). Product typ catheter; product ID 8627l18 lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2010 (B)(6), product typ pump. (B)(4).